Event description:
It was reported that a user experienced elevated blood glucose after breakfast, reaching 289 mg/dl, and a family member expressed concern that the ilet might not be working; device data confirmed insulin delivery and the glucose trended down to 267 mg/dl during the call, with no device alerts or alarms reported. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and resolution as glucose trended down. Investigation included review of device data and user troubleshooting and education. Investigation of this case revealed that insulin was being delivered and glucose was decreasing, with no device malfunction identified. It was concluded that hyperglycemia occurred with cause unclear and the device was functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.